Manufacturer narrative:
This device is an instrument and not implantable. Investigation pending.

Event description:
Instrument bent during surgery. There was no report of patient injury or extension of surgical time.